Manufacturer narrative:
.

Manufacturer narrative:
External visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed cut electrode wires. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing intermittencies. Device testing revealed that the device is not functioning within specifications. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
External visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrode wires at the fantail region. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. Photographic imaging inspection and scanning electron microscopy analysis revealed fatigue breaks on electrode wires at the fantail region. Theses breaks can be associated with the open electrodes reported. A CAPA was implemented. This is the final report.